Event description:
It was reported that the patient was hospitalized due to a 'worsening' condition. The physician initially thought the patient's condition was due to heart failure. However, an echocardiogram revealed a pericardial effusion, and there was a small atrial lead perforation. The lead was explanted and replaced with a passive fixation lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. Evaluation. Summary: no anomalies found; full lead returned and analyzed.